Event description:
Intervention performed on a right renal artery on a lesion that had previously been stented and had restenosed. A 7f guding catheter was placed into the ostium of the renatl artery. The stenosis was crossed and the filterwire was deployed. The deployment of the filter did not go smoothlty but the filter opened appropriately. The physician used a 5 mm boston scientific peripheral cutting balloon to treat the in-stent restenosis with no problems encountered. The balloon catheter was removed and the filter/wire was retrieved. Upon removal, it was noted that the distal tip of the filter was missing. The physician performed an angiogram and confirmed what he believed to be the tip of the filter in a distal branch of the renal artery. Attempts were made to retrieve the tip with a 3 or 4 mm coronary balloon, a snare device, another filterwire ez device without success. The physician decided to stent the filter tip against the wall of the vessel. He deployed two 3-4 mm de stents and the procedure was ended.